Event description:
Subsequent to the initially filed emdr report, additional information was obtained:the prostyle devices were attempted after an interventional atherectomy procedure. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1, e3: initial reporter first name, last name, title and occupation were updated to physician information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted using two prostyle devices via a 6f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred with both devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.